Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Mw5164335. Mw date of event 31-dec-2024. Mw date of report 31-dec-2024. Med watch report attached reported bd 2nd gen pen needles are not easily attach to the pen. Medwatch report, attached, reported pen needles do not penetrate the skin as easily as they should. Medwatch report attached, reported - the needle often bends, then leaks insulin & scratches my skin upon removal with bruising. Dc. Lot # 3332464, catalog# 2nd gen pen needle # unknown, date of event december 31, 2024, sample status discard.